Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the rep said the alleged overdischarge was a patient compliance issue since the patient did not charge. The rep was meeting the patient tomorrow to do a physician recharge mode (prm). No symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient opted to not charge for several months, and the device could not be interrogated. The recharger was used to "wake up" the device. The power on reset (por) was cleared by the clinician programmer. The device was successfully charged by the patient, and the overdischarge had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.